Event description:
A ventilator was returned to a third-party service center for routine preventative maintenance. There was no serious patient harm or injury that occurred or was reported. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the third-party service center, the device failed the active exhalation test step during testing. The manufacturer's investigation is ongoing. If any additional information is received, a supplemental report will be filed.

Manufacturer narrative:
The manufacturer previously reported that a ventilator was returned to a third-party service center for routine preventative maintenance. There was no serious patient harm or injury that occurred or was reported. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the third-party service center, the device failed the active exhalation test step during testing. The proportional valve and the three-way solenoid valve were replaced to address the issue.